Event description:
This is a patient who, on (B)(6) 2011, had an arthroscopy of the right wrist, had an sl ligament tear, lt ligament tear that were debrided and pinned. We used a 2.0 full radius shaver from linvatec but also used an arthrocare microcap wand for debriding the tissue. We made sure we had good inflow and did use suction for the outflow as per the company recommendations. The patient came in on (B)(6) 2012 to have his pins removed and then on (B)(6) 2012 in my office, he was writing, felt a pop and had loss of extension of the right small finger. We saw him in an ultrasound which was suggestive of a tendon rupture with inflammation, ended up doing a MRI on (B)(6) 2012 that confirmed that there was a tendon rupture of the 5th extensor tendon. I ended up taking him to the operating room a few days later where I explored him and there was no question that the sub q tissues had a heat issue. There was significant scarring and necrotic type tissue. You could actually still see the portal next to the tendon which was the 4-5 portal. When I opened up the tendon of the 5th compartment, you could see that there were two tendon slips of the extensor digiti minimi and they were the more prominent tendons over the extensor digitorum communis to the small finger. They were almost triple in diameter versus the extensor digitorum communis tendons to the small finger. The tendons were almost liquefied and to me it looked like a heat necrosis and this was actually biopsied and documented. The path report shows that it was thermal necrosis. The extensor digitorum communis to the small finger was intact in the 4th compartment but it was a very small tendon which obviously was why he could not get good extension. Tendon transfers were done. Again what led me to believe that this was related to the probe was initially from another patient that we had issues with but then there was no question after seeing the tissue grossly and then sending it for pathology that it was related to a heat necrosis type problem. No pre-existing conditions.